Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation at 13:56:59 on (B)(6) 2015. The rhythm at the time of treatment was atrial fibrillation (af) with rapid ventricular response at 190bpm and the post shock rhythm was af at 100bpm. Af with rapid rate contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was seen at the ER. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. The electrode belt did not deploy gel. The pt was seen at the ER. The pt continued to wear the lifevest. Device eval of belt sn (B)(4) has been completed. Upon investigation, the belt did not deploy gel. The cause of the failure was the black gel fire wire on distribution node (dn) to the rear therapy electrode (te) cable was pulled from the dn pca. The cause of the pulled wire was due to excessive force on the dn to rear te cable. The belt was fully capable of detecting and treating a pt. The impedance of the pulse was 49 ohms, which is well within normal impedance ranges. The pt did not report any burns that resulted from the treatment. Device eval for monitor sn (B)(4) was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor - (B)(4): 09/2013 - reuse. Electrode belt sn (B)(4): 05/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.